Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >400 mg/dl (high). Patient reported having a headache with hyperglycemia. The patient did not recall how they were treated for the issue. The patient was released 1 week later. According to the patient they lost their iphone and could not check their cgm values. Patient thought she could not use her pump without the cgm (continuous glucose monitor), therefore she removed the pod.